Event description:
The customer reported that, during inspection for use of their high flow insufflation unit, that the blackout alarm appeared when the device was powered on. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.